Event description:
(It was reported the pump had an error code on the pump. The bag was almost full. Patient came in with residual volume 0. No patient injury. No additional information is available

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for an under-delivery of medication is the explore - a high pressure alarm is triggered by a kink in tubing, or when the tubing is clamped; however, this cannot be confirmed as no product was returned for investigation. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.